Event description:
The customer reported an intermittent gib error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board (gib). (B)(4).